Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Unique identifier (UDI) number unknown. If implanted unknown. Premarket identification PMA/510(k) number k011028 and k013227.

Event description:
Doctor reported the implant in tooth location 15 fractured and was removed. Patient arrived to the clinic after 5 years with implant fractured.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Two tapered screw-vent implants (tsvb13 x 2) were returned for investigation. Visual evaluation of the as returned products identified that the collars were fractured. Additionally, there was bone/blood residue around the external/internal threads due to usage. Device history record (DHR) review for the lots (63055406 & 63184731) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lots were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lots (63055406 & 63184731) and no similar event or complaint was found. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.